Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the fall-off test. The cause of the failure was a broken solder joint at the rear pulse wires inside the distribution node. Additionally, the dn to rear te cable was pulled from the strain relief. The root cause of the broken solder connection at the pulse wires is the pulled dn to rear te cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that the ECG electrodes were non-functional.